Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a ventral hernia procedure on (B)(6) 2017 and mesh was used. The mesh was not locked into the packaging on the left side and fell out onto the floor when opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: an unopened sample of product code pcdn1 with lot # lbg059 was returned for analysis. During the visual inspection of the sample, the package was in good condition. The sample was opened and no anomalies were found. According to the sample received, no conclusion could be reached as to what may have caused the reported incident.